Event description:
It was reported that the procedure was cancelled. The target lesion was located in a severely tortuous artery. A 4mm x 15cm interlock 2d was selected for use. During the procedure, the coil got stuck in the middle part of the catheter. The coil was pulled out and the procedure was not completed due to this event. No patient complications were reported.